Manufacturer narrative:
Correction information was provided in d.10.- these were not reported in previously submitted MDR. The lens in the lens case and the associated company cartridge were returned inside a plastic specimen jar. The lens was positioned incorrectly in the lens case. Viscoelastic was observed on the lens. The optic was cut into four (4) portions. One optic portion was scratched on the anterior surface. Another optic portion was scratched on the posterior surface. Additional cracked, split, and torn areas were observed on the four optic portions. The haptics were undamaged. The associated non-qualified company cartridge was returned. Viscoelastic was observed in the cartridge. The tip has heavy stress lines. A long, wide, tip aneurysm has formed along the posterior of the tip beginning past the parting line and continuing to tip exit. The root cause for the reported complaint is most likely related to a failure to follow the instructions for use (IFU). A non-qualified cartridge and a non-qualified viscoelastic were used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided with associated products.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, noticed scratch on lens after implanted used lens cutters to remove and replace the lens on same day, no patient harm. Additional information was requested.